Manufacturer narrative:
The unit was in clinical use at the time the reported issue was discovered. The patient had to be taken off the vent and be provided oxygen while awaiting a replacement unit however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was evaluated and confirm remotely by a philips remote service engineer (rse). The medical biomedical engineer (bme) stated the unit was unable to power unit on. The bme reseated the cable on the power management board, re-plugged the cables, and the unit was able to power on. The bme found backup alarm failed, 35 v supply failed, auxiliary alarm supply failed errors in the significant event logs, and stated 35v is ov in the pneumatics screen. The rse advised the caller to swap out the with a known good pm pcb or mc pcb to see if it resolves the issue. The rse provided part ID for the motor controller (mc) pcba and power management (pm) per the bme's requests. The fse replace and installed the power management pcba. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported errors including unit shut off on a patient, later it was difficult to boot up, lights are dim. The ventilator was exchange with a different unit. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4:29apr2021 b4:(B)(6)2021 h11: the device was evaluated and confirm remotely by a philips remote service engineer (rse). The biomedical engineer (bme) stated the unit was unable to power the unit on. The unit shut down unexpectedly, so there was no alarm or message since all power was lost. The bme reseated the cable on the power management board, re-plugged the cables, and the unit was able to power on. The bme found backup alarm failed, 35 v supply failed, auxiliary alarm supply failed errors in the significant event logs, and stated 35v is ov in the pneumatics screen. The rse advised the caller to swap out the with a known good pm pcb or mc pcb to see if it resolves the issue. The rse provided the part information for pm pcb and mc pcb per bme's requests. The bme replace and installed the power management pcba. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.